Event description:
It was reported to olympus, that the high flow insufflation unit was not booting. The issue was found during preparation for use. There was no patient harm or user injury reported.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the top cover paint was peeled off and the display was not working due to a faulty printed circuit board. It was noted that the front panel chassis, chassis and rear panel were corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the startup issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.